Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 20, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The affected sample was inspected upon return with no visual anomalies noted. The affected sample was setup to pressure test the heat exchanger water path. No leaks were observed during the test. A representative retention sample was reviewed for possible damage to the unit with no damage observed. A root cause could not be determined as the issue was not able to be replicated. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that there was a 60 minutes delay due to the change out of oxygenator, prime and the preparation.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the oxygenator leaked at the first exit of the external water connection. No patient involvement. The product was changed out. The procedure was completed successfully.